Manufacturer narrative:
A manufacturing review is in progress. A follow up medwatch report wll be submitted upon reciept of additional information.

Event description:
A peritoneal dialysis patient discovered fluid leaking from the disposable cassette upon opening the door to her peritoneal dialysis cycler.the stage of treatment at the time of the leak was unknown for certain. The peritoneal dialysis patient's registered nurse reported that the patient experienced no adverse event as a result of the fluid leak. The patient was asymptomatic, was not administered an antibiotic, and was not hospitalized. The patient discarded the disposable tubing set.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.